Event description:
It was reported that the patient had a lead move before in the past. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model unknown, lot# unknown, implanted: unknown, explanted: unknown.